Event description:
A journal article was reviewed which contained information regarding this patient¿s implantable cardioverter defibrillator (ICD) system. The patient entered the swimming pool and received a shock from the ICD. The patient felt well after and continued to walk to the center of the pool and exercised for 30 minutes. As the patient was getting out of the pool, four (4) additional shocks were delivered. The shocks stopped once the patient was pulled out of the pool. The patient was admitted to the hospital where ¿no arrhythmias were observed¿ and the patient did not receive any additional shocks. The interrogation of the ICD showed that electromagnetic interference (emi)/noise was detected which resulted in the shocks. Additional investigation of the ICD did not reveal any ¿malfunction¿ of the ICD system. Further inspection of the pool by licensed electricians ¿did not detect any current leakage and felt that the pool met all the safety requirements for a public pool.¿ the author reports sending multiple requests to the pool management to tryto reproduce the emi, which were ¿denied by the pool management.¿ the device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: inadvertent detection of 60-hz alternating current by an implantable cardioverter defibrillator. (Pace 2002; 25[pt. I]:518¿519). (B)(4).